Event description:
Customer reported the system is only displaying grid lines, no images. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired the lemo connector. System operates as intended.